Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 section.

Event description:
An event occurred on an unspecified date of (B)(6) 2025 involving a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm reported that, during the chemotherapy infusion, oxaliplatin drug leakage was detected from the air filter vent. As the sets are contaminated, the affected products have been disposed of in accordance with hospital policies. The device was changed out/replaced with no further problems encountered. No contact with patient or staff. There was patient involvement and no reported patient harm/ adverse event.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.